Manufacturer narrative:
Device evaluation summary: the device was returned to apollo, and a visual inspection was performed. Needle driver was only received. The needle body appeared to be straight. The closing lever was activated, and the needle body was centered within the alignment tube. The handle side cap was partially detached from the upper handle and closing lever. The endcap holder was installed on the endcap for testing. The handle was depressed, and the needle body tip entered the alignment pin hole without bending or flexing. The single enabling sequence was not performed as the anchor exchange was not received with the device. Under microscopic analysis, brown particles were noted on the alignment tube.

Manufacturer narrative:
Medwatch sent to the FDA on 07-aug-2017. Device labeling addresses the reported event as follows: warnings: only physicians possessing sufficient skill and experience in similar or the same techniques should perform endoscopic procedures. Ensure that there is sufficient space for the needle to open. Do not introduce the device with the needle body in its open position. Adverse event: possible complications that may result from using the endoscopic suturing system include, but may not be limited to: pharyngeal, colonic and/or esophageal perforation; esophageal, colonic and/or pharyngeal laceration.

Event description:
Reported as: a patient who underwent an outlet revision procedure utilizing the over stitch endoscopic suturing system sustained a "vertical perforation of the esophagus." This occurred after the physician placed "two running sutures" to reduce the pouch. Boston scientific clips were placed to close the esophageal opening.